Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (128-fxxx) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/23/2016 with the following findings: the black box shows several expected ¿cs128¿ alarms occurring due discharged replace battery use, no evidence of ¿cs128-fxxx¿ alarms is observed. The battery compartment is cracked at threads above the grip pad, returned battery cap is able to fit. Moisture corrosion is observed in the battery canister. Leak test failed due a battery compartment leak. Ez-prime¿ steps were performed correctly, all currents reading are within specifications. No ¿cs128¿ alarm occurred during the investigation.the display contrast is dim and reddish. Unable to duplicate ¿cs128-fxxx¿ complaint. The pump¿s cover was removed, no further moisture ingress or any intermittent condition was found to the pcb or to the cgm module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.